Manufacturer narrative:
(B) (4).

Event description:
It was reported by the pt that the extensions were replaced on (B) (6) 2009. The manufacturer's registration indicated the pt had extensions replaced on (B) (6) 2009 and (B) (6) 2010. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.